Manufacturer narrative:
When investigation has been completed, philips will inform the FDA.

Event description:
Philips received a medwatch report ((B)(4)) in which the following has been reported: the equipment is the (allura clarity) philips fluoroscopy system installed in an operating room. The unit is a biplane system: (anterior and lateral x-ray tubes) . Other labs and another or have a single plane system from the same company. The technician was able to come and resolve the issue. He believes that a power outage occurred at some point over the weekend that prevented the ap (anterior/posterior) tube from functioning. The recording system mac/cardio lab had issues starting up as well which supports his claim. The patient was on the table for atrial flutter ablation when the error was discovered.

Manufacturer narrative:
Philips investigated this complaint. The procedure was completed using the lateral plane. No patient harm has been reported to philips. The analysis of the log files showed that the frontal generator of the systems timed out and was not connecting. This resulted in the frontal plane not working. There is no additional information in the log files that can explain why the frontal generator did not connect. A cycle power to the system from the main power disconnect was performed and the system was returned back in good working order. Philips will not take any further action. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.